Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. There was no adverse impact to the customer¿s blood glucose level. Customer tried multiple troubleshooting steps including different charging cables, wall adapters, and powering techniques without success, then planned to use multiple daily injections as backup therapy while technical support arranged replacement pump.